Manufacturer narrative:
The precision blade catridge subject to this event was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undertermined.

Event description:
It was reported that during a total knee surgery, the blade dived and "notched" the bone. It was also reported that add'l cuts were required and the procedure was delayed by 12 - 15 minutes. It was also reported that there was no pt or user injury and the procedure was completed successfully.